Manufacturer narrative:
(B) (4). The ge service rep found the batteries were leaking. He checked the battery charger circuit and connections; they were all operating as intended. He regreased the high voltage cables, replaced the s-ram battery, tested the system by booting up multiple times without error. The ge service rep made multiple high level and normal fluoro x-rays. He also suspect that the original charger error produced by high voltage arc in candle stick were in connections with a x-rays tube. Rebooting resolved the charger error. Regreasing the cables should eliminate further arcing.

Event description:
The customer reported, there was a charger error failure message. No pt injury was reported.